Manufacturer narrative:
Analysis of the belt cuff fgs 4.0 cm iz confirmed a leak at the shell-adapter junction due to wear at the corner of a fold. The ams 800 control pump was visually inspected. There was no leak. The pump was not functionally tested due to the cuff leak. The ams 800 balloon was visually inspected. There was no leak. The balloon was not functionally tested due to the cuff leak. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be filed.